Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. Prior to this event that led patient to have hypoglycemia due to inaccuracy, patient also stated experiencing 7 sensor failures with inaccurate bg values. Please see related record (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The event occurred around (B)(6) 2026 on an unspecified number of days after the sensor had been inserted in an unknown location. The patient was using a betabionics ilet insulin pump but discontinued insulin pump use following hospitalization for severe hypoglycemia. On that day, the patient experienced a reported blood glucose of 30 mg/dl, became unresponsive, and entered a ¿coma-like state.¿ the patient was found by their spouse, who contacted emergency medical services (ems). The patient was transported by ambulance, remained in the emergency room (ER) for approximately five hours, and was subsequently admitted to inpatient hospitalization for three days. The patient reported that leading up to the event, g7 cgm readings were inaccurate, resulting in excessive insulin delivery. The patient stated they experienced approximately seven sensor failures with inaccurate glucose values. Specific cgm readings and fingerstick blood glucose (fsbg) values prior to hospitalization, aside from the reported fsbg of 30 mg/dl, were not provided. The patient was discharged on (B)(6) 2026. Following the event, the patient declined to resume using the insulin pump, citing the severity of the incident ¿almost died¿, and transitioned back to a multiple daily injection (mdi) regimen. The patient requested to return the pump. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.